Event description:
It was reported that during a stenting treatment procedure stent damage occurred following deployment. The 75-90% stenosed target lesion being treated was located in the moderately calcified ostial left anterior descending (lad) artery. A 3.50x24mm promus element stent delivery system was advanced and deployed in the lad. Following deployment, it was noted that the proximal end of the stent had shortened by approximately 5mm. The lesion was post-dilated with a quantum maverick balloon catheter and the procedure was completed with the deployment of another promus element stent. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).